Event description:
The customer reported that the pt was being monitored by spo2 and pulse. At one point the spo2 signal was poor or flat, which they expected would have generated an inop alarm. The pt then had severe desaturation and an asystole event. The customer is concerned that the device was in use at the time of the incident in an overview capacity and did not alert them to the deterioration in the pt's condition.